Manufacturer narrative:
A non-sterile orbit mini comp fill 3.5x7.5 was received coiled inside of a coil dispenser inside of a plastic bag. The hypotube, introducer, the support coil were inspected and no damages were noted on them. The embolic coil was no returned for evaluation. The gripper was inspected under microscope and no damages were noted on it just residues of dry blood can be observed on it. The od from the delivery tube was measured and was found within specification. Actual hypotube od 0.0127¿ specification: 0.0130" (+0.0000 / -0.0005). Actual body fusion od 0.0148¿ specification: max od 0.0156". The support coil od 0.0138¿ specification: max od 0.0156". The distal fusion od .0150¿¿ specification: max od 0.0156". A lab sample micro-catheter was flushed using a lab sample syringe (nipro) and after that the received device was introduced into the lab sample micro-catheter and it advance smoothly until the microcatheter's distal tip without any difficulty. A review of the manufacturing documentation associated with this lot 17087379 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer that the coil was impeded in the microcatheter was not confirmed during the functional test. The failure reported by the customer that the coil stretched could not be evaluated due to the embolic coil was not returned for evaluation. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4), lot # currently unavailable, follow up for lot # unsuccessful.

Event description:
The contact from the facility reported that during stent-assisted coil embolization of an 8.2 x 4.6mm posterior communicating artery aneurysm the trufill dcs coil (637mf3575/lot unknown) got stuck in the microcatheter (details unknown) and the coil may have stretched. During the embolization, the 1st coil-a trufill dcs 6 mm x 15 cm was utilized then 5mm x 15cm, 4mm x 10cm, 3.5mm x 9cm, 3.5mm x 9 cm trufill dcs coils were used to fill the aneurysm as expected. But then when the complaint product, the trufill dcs coil (637mf3575/lot unknown) was used to fill, resistance was felt after 6cm of the coil was advanced normally. The surgeon wanted to withdraw the coil to adjust but failed. The image of the coil under fluoroscopy became pale. The surgeon speculated the coil stretched. The surgeon was forced to advance the coil and deployed an enterprise stent (details unknown) to press the coil in the arterial wall. The operation was completed and there was no report on the patient injury. There was no significant delay to the procedure as a result of the issue. The microcatheter did not kink or bend at any time. An adequate continuous flush was maintained through the catheter.

Manufacturer narrative:
The product has been forwarded to codman for investigation. Investigation is not yet complete. No conclusions are made at this time. (B)(4).